Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual analysis of the returned fiber showed that the connector cone, segments and tabs were in good condition, additionally, the control knob was attached and aligned with the fiber and can rotate. The fiber was functionally tested with the hene (helium-neon) laser fixture, no signs of breakage along the length of the fiber. Microscope inspection identified that the glass cap was detached. The functional testing conducted concluded that firing output rate was above the threshold for potential patient harm. The glass cap exhibited mild devitrification at the output window, this is normal degradation of the fiber which occurred through use of the fiber, the heat accumulation at the fiber tip caused the glass at the firing window to crystallize. The metal cap exhibited severe detritus on its surface which was indicative of prolonged tissue contact during the procedure. It is probable that the identified debris adhesion on the surface of the metal cap contributed to elevated temperatures near the laser beam output window leading to the glass cap detachment. The data from the fiber card indicated that the fiber was recognized and use. The device instructions for use (IFU) instructs to maintain adequate saline cooling flow to reduce heat accumulation at the fiber tip. Based on analysis results, the interaction between the user and device caused or contributed to the reported event and the identified glass cap detachment.

Event description:
It was reported that during a photo selective vaporization of the prostate procedure for benign prostatic hyperplasia, during connection an error message was displayed indicating to replace the fiber. The procedure was completed with another fiber without patient complications. The fiber was returned, and analysis identified that the glass cap was detached.